Event description:
The physician was using an endeavor sprint rapid exchange (rx) drug-eluting stent for treatment of a lesion. As the physician was ad vancing the device towards the lesion the stent dislodged. The dislodged stent was deployed in an undesired location. There is no issues with the patient and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation results: (root cause undetermined limited information), inherent risk of procedure (stent dislodgement), (device not available for evaluation).